Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as nausea. Blood glucose at the time of the admission was 400mg/dl. The customer was treated by given insulin through IV and fluids. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. Customer states drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0877 inches. Unit was unable to download to care link due to multiple corrupted history file alarms in history file. Corrupted history file alarms are due to corrupted history file. The drive support disk was inspected and no anomalies noted. Unit received with cracked case at display window corners, cracked lcd window, cracked reservoir tube lip and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.